Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged and moved on balloon. The proximal end of the stent had moved in a distal direction for approximately 5mm from the proximal markerband. The stent was damaged the whole length due to the movement but the damage was more visible on the distal end of the stent, where the stent struts were noted to be lifted from their crimped stent positions. The section of the crimped stent outer diameter that received minor damages was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. The hypotube kinks most likely occurred due to excessive force that could have been applied on the delivery system during handling of the device. A visual and tactile examination of the inner and outer lumen and mid-shaft section found an inner shaft polymer extrusion kink at approximately 66mm proximal to the end of the distal edge of the tip of the device. The bicomponent bond showed no signs of damage or strain. As part of the analysis, an attempt was made to inflate the device to the recommended rated burst pressure (rbp), however it was not possible. The inflation medium was leaking from the tip most likely due to inner shaft polymer extrusion damage. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. Vascular access was obtained via the femoral artery. During introduction of a 2.75x20mm promus element¿ plus drug eluting stent, an unspecified issue was noted and the device removed. The procedure was completed with a 2.75x20mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent moved on balloon and stent damage.